Event description:
A facility reported that a pt had been using the device to make the tubing connection to the solution bag, when the device apparently broke and the tubing spike pushed through the wall of the solution bag. The facility states the pt is uncertain if a device alarm occurred. The pt brought the device to the facility and the device is being returned to the MFR. The pt was placed on antibiotics for prophylactic treatment of peritonitis. The pt was never symptomatic.